Event description:
It was reported that the bur shaft broke inside the drive shaft of the attachment and the broken piece could not be removed. There was no patient impact or adverse consequences reported as a result of this event.

Manufacturer narrative:
This report had been originally prepared as an asr report. However as advised by the MDR policy branch (29oct14) unknown device ID's can no longer be listed in asr report submissions and it has been advised to submit this report as a 3500a MDR report. This report is therefore being submitted more than 30 days from the awareness date.